Manufacturer narrative:
The customer stated they do not have additional patient information, therefore the patient's weight, race and ethnicity are unknown. Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number:(B)(4).

Manufacturer narrative:
Additional patient information has been requested from the customer. The device has not been returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that "one of the phalanges that holds the connector broke" from an endsnorz sleep appliance (silent nite 3d). It was reported that the healthcare provider observed the following patient symptoms: irritation of soft tissue located in the cheek mucosa. It was reported that the patient continued to use the device but without the bands and no medical and or surgical procedures were required.